Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. During an attempt to insert a 3.25 x 10 mm wolverine cutting balloon, the shaft was fractured. The procedure was completed using another of the same device. There were no patient complications.